Event description:
It is reported that the customer had high blood glucose levels of 276 mg/dl. The customer reported a motor error alarm from the insulin pump. The customer further reported that the motor error occurred while priming. The customer also reported a no delivery alarm from the insulin pump. The customer declined to troubleshoot. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test due to a faulty force sensor. Unable to perform the no delivery test due to prime anomaly. The device passed the rewind, basic occlusion and displacement test. No motor error alarm noted. The motor passed the motor test. The unit was received with cracked display window corner, reservoir tube lip, and minor scratched display window.